Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus korea (okr). During the incoming inspection, okr found malfunction of the decompressor inside the subject device. As the subject device was manufactured over fifteen years ago, omsc could not review the manufacturing history (DHR) of the subject device. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the inspection, there is a possibility that the reported phenomenon was attributed to the malfunction of the decompressor due to aging deterioration.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found the leakage from the co2 suction control pinch valve of the subject device during the co2 insufflation due to the malfunction of the regulator unit at the incoming inspection by olympus korea. There was no report of patient injury associated with this event.